Event description:
It was reported that a pacemaker dependent patient presented in clinic. Upon interrogation of the pulse generator, premature battery depletion was observed. The longevity estimate in (B)(6) 2016 stated two years until elective replacement. The device reached elective replacement on (B)(6)2017. The device was explanted and replaced on (B)(6) 2017. The patient was stable during and after the procedure.